Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient developed a thrombus in their left ventricle during impella cp support. Discussions were had about escalating to impella 5.5 support, but due to the thrombus, the escalation was put on hold. Support was maintained with the impella cp following the observation.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use provides suggestions on how to prevent thrombus formation. It states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿